Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A distributor contacted stryker to report that the device is not powering on. There was no report of patient use associated with the reported event.

Event description:
A distributor contacted stryker to report that the device is not powering on. There was no report of patient use associated with the reported event.

Manufacturer narrative:
The customer received a replacement battery, stryker evaluated the returned battery and was unable to duplicate the reported issue. The battery was archived by stryker.